Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was exposed velour on the driveline despite being well secured. A suture to close was applied then packed with aquacel silver cut down to size. The exit site was dressed with absorbent dressing such as amd foam. The driveline was really well anchored to try and prevent further movement. The patient was to undergo ongoing assessment and monitoring.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: the report of exposed velour on the driveline was unable to be confirmed through review of the submitted image. According to the account, the cause of the exposed velour was attributed to the patient being a small child and the surgical technique that was used. The account's submitted image showed a portion of the patient's driveline including the exit site. The exit site consisted of a wide, open wound, which may have contributed to movement of the driveline. The wound had yellow tissue filling in the space surrounding the inserted driveline, however no velour appeared to be exposed in the image. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had distress and anxiety with frequent dressings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the exposed velour was small body size and surgical technique. The patient was stable.